Manufacturer narrative:
This product was manufactured in switzerland and is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.5/+2.0/089 diopter, in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to inadequate vaulting and lens rotation. The lens was exchanged for a longer lens and the problem was resolved.